Manufacturer narrative:
One photo was shared by the customer where one of the two microclaves is observed to have a damage on the top seal, no used mating device, leaks, flow restriction or issues are observed on the photos. The nine (9) new samples from complaint reported under MDR MFR# 9617594-2024-00709 were used, as received no physical damage or anomalies were observed. No mating devices were returned. The returned samples were leaked, and multiple times activated as per procedure and no internal/external leaks or stick down after the test was confirmed. The device history review for lot#13731282 was completed, and no non-conformities were found that would have led to the reported condition on the complaint. The reported complaint can be confirmed based on the photo shared by the customer. However, without the returned used sample a probable cause cannot be determined.

Manufacturer narrative:
It is unknown if the device is available for evaluation, however, photos were provided by the customer. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported when delivering a saline flush, the internal white plunger inside the clave cap did not spring back up when syringe was removed, which left the line open. The internal plunger is bending over and occluding flow. Additionally, it was reported that when inserting the syringe, it would at times not allow for the flush to be given if the spring was fixed down. This has caused clinicians to replace the valve cap. It was stated that it has been occurring around 70% of the time and has been a consistent issue. There have been a few problems with extension sets where the nurses are not tightening connection between microclave and extension set when it comes out of the packaging. Collar on extension set is incompatible with bd insyte catheter. There was unknown patient involvement and unknown reports of harm.